Event description:
The dfr00v model intraocular lens (iol) was implanted in the patient¿s ocular dexter (right eye). Post-operatively, the patient reported complaints of dysphotopsia, not happy with visual outcome, and refractive issues. Patient has tried to live with the symptoms, but cannot. The iol was explanted in a secondary surgical procedure and the information regarding the replacement iol is unavailable. Patient prognosis post lens exchange is unknown. No further information is available.

Manufacturer narrative:
Additional information: section b-3 date of event: unknown/asked information was not provided. Section d-4 catalog number: unknown as device serial number was not provided. Section d-4 device serial number: unknown as information was not provided. Section d-4 device expiration date: unknown as device serial number was not provided. Section d-4 UDI number: the unique device identifier (UDI) number is unknown as device serial number was not provided. Section d-6b date explanted: unknown/asked information was not provided. Section h-3 device evaluated by manufacturer: device serial number is not available; therefore, no further investigation can be performed. The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. If there is any further relevant information received, a supplemental medwatch report will be filed. Section h-4 device manufacture date: unknown, as device serial number was not provided. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.